Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading was 600 mg/dl. The customer attempted to treat with a bolus. The drive support cap appeared normal. Insulin did exit with a manual prime and no leaks or air bubbles were noted. The insertion site was not sore or irritated. The infusion set was removed and the customer noted the cannula bent. The customer declined further troubleshooting.